Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they are seeing settings not available on their controller. Patient stated they are still able to charge their device and everything else, but when they go to increase the stimulation they are not able to. Patient is currently ina different state and will be going back to another state to see their healthcare provider. They plan to have additional diagnostic testing when they return to the state in a week and a half. Patient mentioned they are having pain and they are having some more than usual issues with connecting to the stimulator when recharging and it is a hit or miss type of thing. Patient reported they typically can hit the spot pretty good, but since the fall it does not seem to be connecting as well. Patient stated ever since the fall the stimulation is different, not painful but described it as a "zzzzz". Patient stated they never really set up c and the patient uses a. Agent reviewed considerations and redirected the patient to their health care provider to further address the issue. Agent reviewed manufacturer resources available to hcps. Patient mentioned having a previous issues with the stimulator "giving different readings" for a few days like a year ago and the patient worked with manufacturer representatives (rep[s]) who helped the patient troubleshoot resolve the issue over the phone. Pt declined email or usps listing so agent reviewed physician finder website.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.